Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device would not unlock despite charging and failed attempts to slide to unlock, resulting in the user switching to backup multiple daily injections. Symptoms included no adverse clinical effects. Outcomes included the need for a replacement device and the interruption of intended therapy. Investigation included remote troubleshooting and review of device behavior during charging and attempted unlock and inspection of the returned device. Investigation of this device revealed a suspected device touchscreen or user interface malfunction consistent with a hardware screen issue preventing normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display or touch interface.